Manufacturer narrative:
The reported complaint that saline spilled in the thermogard ivtm system sn (B)(4) and then it displayed mid:09 (air trap assembly) error message was confirmed during functional testing, archive data review and visual inspection. The root cause of the mid:09 error was due to a defective air trap sensor block, likely attributed to saline liquid from a leaking start-up kit (suk). During visual inspection, there was no physical damage noted on the ivtm thermogard console. Traces of saline liquid found in drip tray, thus confirming the reported complaint. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. The thermogard console failed the preliminary functional test due to mid:09 (air trap assembly) error message, thus confirming the reported complaint. The root cause of the mid:09 error was due to a defective air trap sensor block. The air trap sensor block was replaced to address the error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, customer reported that saline spilled in the thermogard ivtm system sn (B)(4) and then it displayed mid:09 (air trap assembly) error message. Another temperature management used to continue with treatment. No consequences or impact to the patient.